Event description:
Endo stitch suturing device locked / unable to unload suture after use. Device not in use at surgical site at time of failure. Needle broken when attempting to remove from device. All portions of device and needle accounted for, separate from surgical field. FDA safety report ID# (B)(4).